Event description:
(B)(4). Suddenly I feel very tired, my whole body ache. All day my bones hurts and I feel sad.. Like depressed. Some times my lower back feels like if it will break. It is terrible.